Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The cassette pack was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified; therefore, lot number history and device history record (DHR) reviews could not be conducted. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported low vacuum. Additional information was received: the event occurred during a cataract with intraocular lens implant, the procedure was completed with no harm to the patient. The reporter mentioned a leaking cassette.